Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received to perform an investigation. Visual and functional testing were performed. Product was returned with tamper seals intact. Primary audible alarm background test was found in event history log. Unable to duplicated the problem during occlusion test, and speaker was found in good condition. Root cause was unable to be determined. The speaker was replaced as a preventive measure. A corrective and preventive action (CAPA) was initiated to address this issue of primary audible alarm background test. This MDR was generated under protocol (B)(4).

Event description:
It was reported that the device was presenting with primary audible alarm background test. No patient injury was reported.